Manufacturer narrative:
The correct brand name is sterrad® chemical indicator strip. The correct common device is indicator, chemical. The correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100s cycle. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), lot trending, retains testing and system risk analysis (sra). The DHR was not reviewed since the lot number was unavailable. Trending by lot number was reviewed as the lot number was not available. Retains testing was not performed since the lot number was not available. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. Multiple attempts to reach the customer were unsuccessful. Therefore, there is insufficient information to determine an assignable cause. Should additional information become available, the complaint file will be re-opened and evaluated. The issue will continue to be tracked and trended.